Event description:
Consumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with test results from fasting pm meter to meter comparison results obtained of 242mg/dl using true metrix air and 142mg/dl using another device. The customer¿s expected fasting blood glucose test result range is 110-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer does not have anymore of the strips left from the vial that were giving the high blood results. Customer had another vial used to perform control tests on call: zy4601s, manufacturer¿s expiration date is (B)(6) 2022 and opened day of call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Product evaluation has been completed. Added most likely underlying root cause. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was eating peanut butter that had sugar and that¿s why his results were high. Customer have not picked up the new meter from the pharmacy as yet. Customer stated he is continuing to use his old meter. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.